Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was discarded and not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. (B)(4).

Event description:
The saline solution did not reach the distal tip of the diamondback coronary orbital atherectomy device.